Manufacturer narrative:
Return requested for suspect detector panel. No parts have been received by manufacturer for analysis. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that the site's imaging system was unable to fire, message detector not ready was displayed. A system re-start restored normal function. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: the detector panel was received for analysis and it was concluded that there were no issues associated with the reported event. The issue could not be replicated.